Event description:
Report received states "reservoir split after 3 days" of pt use. Report indicates device contained 5-fu-7160mg, (no diluent identfied), for a total fill volume of 240ml. Additional info received from baxter indicates there was no exposure of the durg to the pt and no pt injury resulted.